Event description:
The hospital reported that during a CABG procedure, hemopro2 extension cable could not be removed from the hp2 harvest device after the case was completed. The cable would not detach. Vh-4000 evh system was used to harvest saphenous vein. Vein was removed with no problems/concerns.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: health effect ¿ impact codes corrected from code "2645" to "2199". The device was returned to the factory for evaluation on 04/11/2024. An investigation was conducted on 04/23/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was returned attached to the harvesting device. There were no visual defects observed on the intact harvesting device. A mechanical evaluation was conducted. An attempt was made to remove the cable from the harvesting device. The cable was not able to be disconnected from the harvesting device. An engineer evaluation was conducted on 20-may-2024. The following is manufacturing engineering¿s evaluation of the complaint onetrack # (B)(4) hemopro2 extension cable (c-vh-4030) and vh-4000 hemopro2 tool (90527943-01) which were returned for the reported failure of ¿connection problem¿. Evaluation details: the vh-4000 hemopro2 tool and vh-4030 hemopro2 extension cable were returned connected together. The hospital reported that during a CABG procedure, hemopro2 extension cable could not be removed from the hp2 harvest device after the case was completed. On the first attempt, the hemopro2 extension cable was release from the hemopro2 tool without the use of tools. The hemopro2 extension cable was then reconnected and disconnected to the hemopro2 tool several times afterwards without any issues. The retractable latches on the end of the hemopro2 extension cable (c-vh-4030) were examined under magnification. There was no apparent contamination observed. Refer to figures 1, 2 and 3. See engineer evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection problem" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.